Event description:
Pain pump placement in the glenohumeral space and in the subacromial space after shoulder surgery for traumatic tear anterior-superior labrum, right shoulder. Mild intraarticular synovitis. Extensive subacromial bursitis. In 2004: pain pump was refilled: 200 cc 0.25% marcaine with epinephrine 1:200,000; removed three days later. Five months later - doctor notes: MRI shows that the repair has been successful, but there appears to be extensions anteriorly and posteriorly along the edge of the repair. In addition, there is some glenoid articular cartilage "wear'. He is young enough that this is a concern that I think warrants investigating further. In 2005: arthroscopic debridement of chondromalacia. Pain pump catheter inserted into subacromial and glenohumeral joint space after this surgery - removed: in 2005. Grade iii chondromalacia during this procedure. In 2007 underwent - right total shoulder arthroplasty. Dose or amount: 280 ml, frequency: flow rate 2x2 ml, route: 014.